Manufacturer narrative:
Reference number: (B)(4). Without product, a thorough investigation could not be performed. A review of the device history record has been performed. This review confirmed that this lot of products was reviewed and released according to quality specifications. Records related to the initial contamination (bioburden monitoring) and sterilization were found within specifications. The indications for use of this product specify that it is to be used in inguinal and ventral hernia repair. In this case, the product was used for the treatment of pelvic organ prolapse. Should additional information become available, a supplemental will be submitted.

Event description:
According to the reporter, the patient underwent pelvic organ prolapse repair and continues to experience pain, infections and incontinence.